Event description:
Event description guidant received information that this implantable pacemaker (ipm) was explanted one day post implant, due ventricular loss of capture and high ventricular lead impedances. A setscrew issue was suspected.